Manufacturer narrative:
I filled our importer's MDR report number in block h10.

Manufacturer narrative:
We have reviewed the history record for the assist rail- pltcab (serial no.: (B)(6)) and verified that this device was manufactured in accordance with the mdf under the qmsr. According to the importer medwatch 3500a (2438477-2026-00028), the pltcab was installed on a bariatric bed (we called it p750 device), product code: osi. The pltcab assembled on p750 has passed testing per iec 60601-2-52 clause 201.9.1.101 and astm f3186. The device instructions and warning labels clearly state that a drive-compatible mattress must be used. The device itself is safe and reliable. The mattress used by the customer was not a drive-specified mattress. We did analysis and assessment based off the records and reports, and we concluded that the issue was caused by improper use by the customer and was not related to the assist rail. Currently, there is no improvement measure required; we will move forward with normal production and inspection.

Event description:
Drive medical was notified of an incident involving an assist rail by a provider, who reported that a resident's neck was wedged between the assist rail and the mattress and that the resident passed away. The bed and the assist rail involved are drive medical products. The mattress involved is a competitor's product, not a drive medical product. As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.